Event description:
A malfunction was reported where the pump showed a malfunction code, malf 12, and the caller was unable to reset the pump initially due to not having the charger available. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction did not recur. The customer was informed that they could continue using the pump and should reach out if any issues reoccur.